Event description:
Elderly female with history of malignant melanoma and recent mass of left parietal lobe. Procedure: left parietal craniotomy for tumor debulking with medtronic stealth guidance. During the procedure, "the bit plunged into the patient's brain during the operation". No known immediate complication from incident. Manufacturer response for easy drill cranial perforator, medtronic (per site reporter). Will review.